Manufacturer narrative:
Correction: date of implant; (B)(6 )1998.

Event description:
New information received notes that the patient did not receive any alert for device being at eri.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, not all battery measurements were provided by the device. Battery voltage, battery impedance and lead impedance data was not provided. It was recommended to consider the pacemaker being at eri. Inconsistent lead and battery data could be expected at/below eri. It was suspected that the lead impedance measurement issue is related to the battery level and is not a lead issue. Device is not explanted yet. Patient's condition is stable.